Event description:
It was reported that during a da vinci s prostatectomy procedure, the site experienced system error code #23008. The site pressed fault override and cycled power to the system, however, the error recurred during homing. The site cycled power to the system several more times, however, the error code recurred. The tse instructed the site to exercise an axis of the right master tool manipulator (mtm) several times and re-home, however, the system again faulted with system error code #23008. The tse instructed the site to power down and emergency power off the surgeon side console (ssc). After performing these tasks, the site observed the right mtm bumping into the right side of ssc during homing and system error code #23008 recurred. The tse instructed the site to power down and rotate the mtmr towards the center and restart the system, however, the mtmr again bumped into the ssc and system error code #23008 recurred. The pt was under anesthesia for approx 2 hours and the port placements were made when the surgeon made the decision to abort and reschedule the surgical procedure for a later date. No pt harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that system error code #23008 was associated with the right master tool manipulator (mtmr). The master tool manipulator refers to the master controller which provide the means for the surgeon to control the instruments and endoscope inside the pt from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The system was repaired by replacing the affected mtmr. The system alarms (system generated fault code) functioned as designed and there was no injury to the pt. System error code #23008 appears when the da vinci s safety system determines that the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. The mtmr was returned to isi for failure analysis investigation. Engineering was unable to replicate the customer reported failure mode, however, as a precaution, the potentiometer and motor were replaced. As of jan 15, 2010, there have been no reported recurrences of the issue at this hosp.